Event description:
Same case as 2134265-2015-02678 and 2134265-2015-02590. It was reported that automatic pullback failure occurred. During intravascular ultrasound (ivus), a 120v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. It was noted that the motor drive unit (mdu) 5 was intermittently not pulling back. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).